Event description:
Reporter indicated via clinical notes rec'd to the manufacturer that a vns pt was having increased seizures on (B)(6) 2011, (B)(6) 2010, (B)(6) 2008, and (B)(6) 2007. Replacement of the vns generator was planned but has not been cancelled. Attempts for further information are in progress.